Event description:
It was reported that the customer experienced high blood glucose of 307mg/dl, and he treated with the insulin pump. The customer mentioned that the device was not functioning and was not giving reservoir warnings. The caller mentioned that he filled the reservoir with 80 units and when he got home it was almost empty. Troubleshooting was performed and the device passed the self test. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched lcd window.